Event description:
It was reported that a two stage revision surgery (B)(6) 2014 was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.

Manufacturer narrative:
.